Manufacturer narrative:
Product code clarification: a review of the patient's product history was performed to determine the potential product code of the cassette used at the time of the incident. It was identified that the patient had received two different liberty cycler sets (050-87216 and 050-87212) within a three month time period leading up to the event. As a result, the catalogue number is listed as an unknown fmc cassette. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was reported to be unknown. The patient was hospitalized for the event and treated with vancomycin (dose, route, frequency, and duration not reported). After four days, the patient was discharged from the hospital and was reported to be continuing antibiotic treatment. The patient has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. The alleged lot number is unknown, an investigation of the product history records for potential lots was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.